Event description:
Boston scientific received information that during device check one week after implant, it was noted that this right ventricular (rv) defibrillation lead would not capture the ventricle with the output programmed to 7.5v at 2.0ms. The sensing was programmed to 3mv. During echocardiographic examination, it was noted that the lead perforated the heart. A revision procedure was performed. The lead was gently pulled, and was successfully repositioned. The patient will be monitored. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.